Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number of this complaint is unknown. A ship history performed identified no potential batches sold to this customer. The most probable root cause classification is determined to be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Event description:
Same case as 2134265-2008-02481. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a non bsc balloon, unknown size. The physician placed two taxus express2 drug eluting stents to the 90% stenosed lesion located in the noncalcified, moderately tortuous, mid to distal right coronary artery (rca), a 3.0 x 16mm and a 2.75x20mm. Both stents were post dilated at 14 atms with a non bsc balloon, unknown size. Post ivus confirmed that the stents were well positioned and well apposed. No pt injuries or complications were reported. Five months post procedure the pt experienced chest pain and presented to the hospital with a decreased level of consciousness. Angiography confirmed thrombosis inside the previously placed stents. The thrombus was aspirated with a reverse catheter. Dilatation was performed with a 3.5mm balloon catheter, unknown type. A taxus express2 stent was then implanted in the distal portion of the stents. Timi iii flow was achieved. No additional pt injuries or complications were reported. Pt status post procedure is noted as stable. The physician reported that the pt had been taking panaldine and bayaspirin as prescribed.